Event description:
It was reported per field service report: pump was on pt. Symptom - no tones on fiberoptix sensor (fos) catheter in intensive cardiac care unit (iccu). Findings/actions taken: unit upgraded to wave on (B)(6) 2009. No tones. Customer replaced the fos slider, no change. Replaced the fos pneumatic control switch (pcs), checked voltages and connectors, routed wires properly and ran with side cover on. Passed functional testing.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.